Manufacturer narrative:
Device data was provided for review. Review of the data confirmed a message code 180 (ifb reset) which resulted in the portal pinch valve closure. Device user intervention (pressing remove cartridge twice) opened the portal pinch valve, however, this intervention is not recommended. Good perfusion parameters were noted aside from the ifb reset.

Event description:
It was reported that roughly two and half hours into perfusion, while transporting the metra, flows were noted to be at zero. The portal pinch valve closed, and the reservoir bag was noted to be distended. Troubleshooting was attempted by the user prior to contacting the clinical specialist, including rewetting the inferior vena cava flow sensor, pressing remove cartridge and restarting the perfusion. The pinch valve reopened and flows were noted to return to normal ranges. The clinical specialist educated the user against pressing remove cartridge while the liver is on board. Following perfusion, the liver was transplanted.